Manufacturer narrative:
Additional information : the device was manufactured from august 04, 2018 - august 05, 2018. The device was received for evaluation. Unaided visual was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap at the spike port connector. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.